Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. The customer states that a significant event might have been that they were exercising. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.